Event description:
The pt was revised to address loosening of the cement/implant interface. The manufacturer of the cement is unk.

Manufacturer narrative:
Examination of the submitted device revealed evidence suggesting loosening while in vivo. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.